Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device passed all functional testing and was determined to meet all product specifications related to the reported event. The reported symptom "no flow during therapy" was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "had no flow" during therapy in the neonatal intensive care unit (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury. No additional information is available.